Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that the patient called to report that he is experiencing pain on the right side from time to time and pain in the knee area. Hears an audible clicking noise during exercise, walking and golfing. Feels pain in right hip.